Event description:
Probe passed test, but failed to cut vitreous as soon as device was introduced into eye; aspiration was possible. Difficult to remove probe since some vitreous remained inside. Managed to release probe by cutting off vitreous with aid of new probe. Patient outcome is good, but felt this could cause injury if it recurs.